Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for initial implant. During the procedure, the atrial lead became twisted and could not take the stylet due to a defective sheath. The physician elected to complete the procedure with another lead. The patient condition was unknown.

Manufacturer narrative:
The reported events of twisted lead and unable to insert stylet into the lead were confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the outer coil was twisted. X-ray inspection found the inner coil overtorqued consistent with procedural damage. The cause of the reported events was due to damage to the inner coil and outer coil which is consistent with procedural damage.

Event description:
New information noted the patient was in stable condition.